Event description:
Medtronic received a report that during delivery, a pipeline flex with shield technology stent was inserted into a phenom 27 microcatheter, but encountered resistance in the proximal section, became stuck/locked up, and could not be advanced. The procedure was cancelled. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left carotid artery aneurysm with a max diameter of 12 mm and a 10 mm neck diameter. The landing zone arterial diameter was 5.5 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event. The pipeline was used for an approved indication (on-label). The catheter flushed as indicated in the IFU. Additional information was received reporting that the device were prepared as indicated in the instructions for use (IFU). The physician did release the load (slack) in the system in an attempt to resolve the issue. The procedure is scheduled for february 5th. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage observed to the pipeline pushwire or catheter. It only became stuck. Additional information was received reporting that, "the procedure was carried out on the indicated date without any issues."

Manufacturer narrative:
H3: product analysis equipment used: video inspection system (m-81805), 203cm ruler (m-83360), in-house 0.026-inch mandrel as found condition: the pipeline flex shield (pli-10) device and phenom 27 catheter were returned for analysis within an open pipeline flex shield outer carton, inside a sealed biohazard plastic pouch, and inside a shipping box. Damaged location details: the pipeline flex shield (pli-10) distal wire was observed to be broken proximally to the dps sleeves. No defects were observed on the pipeline flex shield (pli-10) re-sheathing marker and re-sheathing pad. The pipeline flex shield (pli-10) distal hypotube was found to be stretched. The pipeline flex shield (pli-10) was found stuck in the hub of the returned phenom 27 catheter (pli-20). The pipeline flex shield (pli-10) braid¿s distal and proximal ends were observed to be open and frayed, and the middle section was fully open without damage. The phenom 27 catheter (pli-20) distal tip and marker were examined, and no damage was noted. The phenom 27 catheter (pli-20) body was in good condition. No voids or flashes were found in the phenom 27 catheter (pli-20) hub. No other anomalies were found. Testing/analysis: the returned pipeline flex shield (pli-10) braid was removed from within the returned phenom 27 catheter (pli-20) hub without issues. The phenom 27 catheter (pli-20) total and usable lengths were measured within specification. The phenom 27 catheter (pli-20) was flushed with water, and water exited through the distal tip. The phenom 27 catheter (pli-20) was tested using an in-house 0.026-inch mandrel through the hub and distal tip without issues. External testing: the pipeline flex shield (pli-10) distal wire broken end was sent out for scanning electron microscopy (sem) failure analysis testing. The sem test results indicate that the broken end failed via torsional overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance/stuck during delivery¿ and ¿catheter resistance during device delivery¿ reports were confirmed. The damage seen on the distal hypotube (stretched) and braid (fraying) indicates that high force was used. These damages likely occurred when the customer advanced/retrieved the returned pipeline flex shield (pli-10) device through the returned phenom 27 catheter (pli-20) against resistance. However, the root cause of the resistance could not be determined. Additionally, the distal wire of the returned pipeline flex shield (pli-10) device was found broken proximally to the dps sleeves. According to the sem test results, the distal wire broke due to torsional overload. Possible causes of the break failure include over-manipulation or twisting. However, the root cause of the break failure could not be determined. The root cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.